Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr revision to take place on (B)(6) 2012. Asr xl acetabular system (right). Reason(s) for revision: alval / soft tissue reaction & pain. Please see (B)(4) for left hip revision. Update from (B)(6) 24th may 2012: revision date confirmed, primary surgery date. ***update received 18th june 2014. Surgery date amended.***

Event description:
Asr revision to take place on the (B)(6) 2012. Asr xl acetabular system (right). Reason(s) for revision: alval / soft tissue reaction pain . Update from (B)(4) email 24th may 2012: revision date confirmed, primary surgery date.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.